Manufacturer narrative:
The device has been received and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.